Manufacturer narrative:
(B)(4).

Event description:
During treatment of a dissection, a complete se stent was implanted in the right limb. During a revascularization approximately 16 months later, an admiral xtreme pta balloon catheter was used to treat the right sfa/popliteal approximately 32.5 months post index procedure, the patient suffered occlusion of the right sfa. The investigator indicated that the event was not related to the study device, procedure, or paclitaxel. The patient was treated with thrombolysis. Outcome is resolved.